Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion to the cause of the event. Quantity 5. This product is not manufactured or marketed by zimmer biomet u.s.; however, this report is being filed as zimmer biomet in the u.s. Manufactures a similar product under 510k number k150850. Zimmer biomet (B)(4) and package supplier are in the process of initiating modifications to address reported issue. This report is 1 of 2 mdrs filed for the same event (reference 3006946279-2016-00270 & 00271).

Event description:
It was reported the inner sterile packaging was not fully sealed. No patient injury or delay was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. According to the available data and as the product has not been returned for inspection, the exact root cause of the incident cannot be determined. Corrective action has been initiated for the reported issue. (B)(4).